Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens, -12.0/+1.5/085 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2016, due to lens upside down. The lens was exchanged with a lens of the same model, size and diopter. The problem was resolved.

Manufacturer narrative:
Product evaluation found that the lens was returned dry in case/vial. Visual inspection found the lens haptic bent. (B)(4).